Event description:
A nurse reported that four months following an intraocular lens (iol) implant surgery, the lens was exchanged due to the pt was experiencing blurry vision with an unexpected postoperative outcome. Add'l info was received from the initial reporter who indicated the pt was unable to read books comfortably with or without correction. Her distance vision was not as expected and correction did not improve her visual acuity. The event resolved with the lens exchange. The additional info also indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. A failure to follow the dfu was also indicated by the use of an unapproved viscoelastic in the associated cartridge. The use of unapproved viscoelastics may result in lens delivery difficulties or product damage. There are no other complaints reported for the lot number. (B)(4).